Event description:
It was reported that during an unknown procedure, the stapler would not release staples. Also, the safety lever would not release. The physician was able to work the stapler free, but when it was activated, the staples did not fire. Another stapler had to be brought in to finish the case. There was no pt consequence. One device is being returned.